Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. There was no report of any damage noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. Angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery of a st-elevation myocardial infarction (stemi) patient. The 2.5 x 28 mm xience xpedition stent was implanted without issue at 10 atmospheres (atm). Post-dilatation was performed with a non-abbott balloon to 20 atm. During the procedure it was observed on intravascular ultrasound (ivus) that the stent was not well apposed to the vessel wall. It was also noted that the patient was clotting during the procedure and medication was given. The procedure was completed with no additional treatment; however, 30 minutes after the procedure, the patient experienced chest pain and respiratory distress. Acute stent thrombosis was observed; therefore, the patient was intubated and treated with multiple balloon inflations successfully. The patient had a good outcome. No additional information was provided.